Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting for device return to manufacturer.

Event description:
It was reported that during a surgical procedure, one of the burs broke. It was also reported that the event contributed to a surgical delay of 10 minutes. It was further reported that no adverse consequences and no medical intervention occurred during the procedure. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, one of the burs broke. It was also reported that the event contributed to a surgical delay of 10 minutes. It was further reported that no adverse consequences and no medical intervention occurred during the procedure. It was also reported that the procedure was completed successfully.